Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient had an increase in spasticity since (B)(6) 2013, with no known cause for the change in therapy. The patient had a surgery for an unknown reason, in (B)(6) 2013 and was doing well after that, until (B)(6). The pump logs were reportedly normal, however a roller study was done and showed no movement of the rollers. It was said there was a problem with a volume discrepancy at most recent pump refill on (B)(6) 2013. The nurse couldn't withdraw anything and when she attempted to refill the pump, she couldn't get all the medication in. She had to push harder than normal to refill it. The pump was used to deliver baclofen.